Event description:
There was no pt involved in this event. The device is passing and then failing self testes with new pad-paks.

Manufacturer narrative:
A known good pad-pak was inserted into the device and the device froze on power-up. The device eventually powered up and indicated it had been installed on (B)(6) 2008 and operated until (B)(6) 2010. The device failed to self-test due to a low battery. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.